Event description:
The customer contact reported the device alarmed with a s233 (over temperature-psc) malfunction alarm code and an abnormal grinding noise from the fan. The device was returned to the biomedical department for an unspecified reason. No specific patient information, pump programming, or event details were not available. During testing at the user facility, the device alarmed with a s233 (overtemperature-psc) malfunction alarm code, and a grinding noise was heard from the fan. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing and investigation the device did not pass the power up test, with a grinding abnormal noise from the fan and a s233 (overtemperature-psc) malfunction alarm code was noted in the device history. The probable cause for the s233 alarm code and the grinding noise was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.